Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient was reported to be over (B)(6). According to the complainant, the balloon was inserted into the patient and inflated with saline. The dilatation was completed and the balloon was deflated and removed from the patient. The same balloon was reinserted into the patient a second time but failed to inflate. After the balloon was removed from the patient, a hole was noticed in the balloon material towards the tip. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition following the event was reported to be "fine."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A visual and tactile examination of the returned uromax ultra balloon dilatation catheter revealed that the catheter was flattened and had several dents distal to the strain of the device. This damage extended distally for 27 mm in length. The balloon was folded but not fully wrapped around the catheter. Visual and microscopic examination of the balloon revealed a partial circumferential tear in the balloon material located 13 mm proximal to the distal tip of the device. No other defects were noted with the device. The root cause for the event was determined to be operational context.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. The patient was reported to be over 18 years of age. According to the complainant, the balloon was inserted into the patient and inflated with saline. The dilatation was completed and the balloon was deflated and removed from the patient. The same balloon was reinserted into the patient a second time but failed to inflate. After the balloon was removed from the patient, a hole was noticed in the balloon material towards the tip. The physician completed the procedure with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition following the event was reported to be "fine."